Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient removed it. He noticed that was something in his arm after removal. The patient experienced pain and bleeding. The patient went to the hospital and there the doctor tried to remove the sensor wire using a 10 surgical blade to make to small incisions to try to grab the object, but was not able to remove it. The doctor advised to keep it covered with gauze and to apply neosporin cream. Two photographs were provided. In the first photo it could be observed slight bleeding through the sensor. In the second photo it shows 2 incisions in the skin and a surrounding bruise on the affected area. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.